Event description:
Emergency situation. Pt in respiratory distress at time of birth. Ob physician felt that the neonate manual resuscitator was confusing to use. The following comments were made: 1) two red caps are not labeled. 2) only one is usually left open unless a manometer is attached. Package picture shows both ports open. 3) instructions are poor. 4) two red caps on different ports -not clearly marked as to function. (Same color). This pt - open side port may have been a problem in the resusitation of pt.